Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnnacy') and infection ('infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, oophorectomy and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, infection, oophorectomy and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic pregnnacy') and infection ('infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and infection (seriousness criterion hospitalization), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, oophorectomy and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the (B)(6). The reporter considered ectopic pregnancy with contraceptive device, infection, oophorectomy and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.